Manufacturer narrative:
The field service engineer found bubbles in several reagent packs. He adjusted the speed of the bead mixer and performed qc and precision testing which passed. The investigation determined the service actions resolved the event. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for three patient samples from the cobas e411 rack analyzer. The repeat results were generated with a new reagent pack from the same lot. On (B)(6) 2021, patient 1 initial result was <0.100 miu/ml with a data flag, and the repeat result was 17.46 miu/ml with a data flag. On (B)(6) 2021, patient 2 initial result was <0.100 miu/ml with a data flag and the repeat results were 109.0 miu/ml with a data flag and 110.1 miu/ml with a data flag. On (B)(6) 2021, patient 3 initial result was 30.11 miu/ml with a data flag. The repeat result on 03-apr-2021 was 563.9 miu/ml with a data flag. The questionable results were reported outside of the laboratory. The reagent lot number was 47048900 with an expiration date of 30-sep-2021.